Event description:
It was reported that the patient presented for remote follow up via merlin.net with low pacing impedance exhibited by the right ventricular lead. The lead also exhibited under-sensing and decreased sensing amplitudes. No interventions were made. The patient was in stable condition and will continue to be monitored.